Event description:
A report was received that a patient was burned while charging his ipg. The physician diagnosed the burn. The patient's symptoms were blister, pain and redness, the size of the burn was about two inches wide, and the burn was located on his lower back. The patient stated to have fallen asleep while charging. Current device labeling warns against charging while sleeping, as it may result in a burn.

Manufacturer narrative:
Boston scientific initiated a class ii recall of charger 1.0 as a result of patients receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 have been investigated and the associated causes have been identified. Bsn no longer manufactures or distributes charger 1.0 devices. This is the final report.